Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing excessive low blood glucose readings and inquired on sensors. Customer reported of having low blood glucose and paramedics were called on (B)(6) 2016. Customer did not recall low blood glucose readings and stated that she was released after blood glucose readings stabilized. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting.